Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient was placed under general anesthesia on (B)(6) 2022 to remove the abutment.